Event description:
Following a fall, the user was unable to hear with the device.

Manufacturer narrative:
Conclusion: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. A trauma was reported. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered for december 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Following a fall, the user was unable to hear with the device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
Following a fall, the user was unable to hear with the device. The user had a access to sound before the accident. The user has been re-implanted.